Event description:
The tech alleged the cardio pulmonary resuscitation lever will not drop the head section down. No pt impact.

Manufacturer narrative:
The tech replaced the hydraulic manifold to resolve the issue.